Manufacturer narrative:
The device was not in clinical use. No patient/user harm reported.

Event description:
The customer reported the knob 9 of the equipment disappeared. The device was not in clinical use. No patient or user harm reported.